Event description:
It was reported a vns therapy patient presented with high impedance on diagnostic testing. The patient is active in softball, but does not recall a trauma. The patient has not felt stimulation for the past three months. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.